Event description:
It was reported that a revision of the patient was performed due to the dislodgement of this right ventricular lead. The lead was repositioned. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d1:brand name. D2b: pro code (product code). D4:model number. D4:lot number. D4:catalog number. D4:expiration date. D4:serial number. D4:unique identifier (UDI) #.

Event description:
It was reported that a revision of the patient was performed due to the dislodgement of this right ventricular lead. The lead was repositioned. No further adverse patient effects were reported.